Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. No issues were found. The quality control (qc) was in range. The customer did go back and repeat all samples around the same time as this sample and no further discordant results were found. The customer feels that the discordant troponin ultra result could potentially be due to fibrin in the sample but this is inconclusive as the sample was re-spun on repeat. The cause for the discordant advia centaur xp troponin ultra result is unknown. Pre-analytical factors cannot be ruled out as cause of the falsely high troponin ultra result. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on an emergency room (ER) patient sample. The result was questioned by the physician as it did not match the clinical picture. The patient sample was repeated and the result was (B)(6). The report was corrected to (B)(6). A redraw sample was tested the next morning and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.